Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The foot end is drifting down. Per the technician's evaluation, it is confirmed that the motor is drifting.